Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. There is a pinhole 8.5mm from the proximal markerband. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty. The device presented no evidence of any material or manufacturing deficiencies contributing to the confirmed burst/rupture. There is no indication the device was inflated over the rated burst pressure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Bsc ID: (B)(4); tw: (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 2.00mm x 20mm emerge¿ balloon catheter was advanced for pre-dilatation. However, during inflation at 6 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 2.00mm x 20mm emerge¿ balloon catheter was advanced for pre-dilatation. However, during inflation at 6 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.